Event description:
The patient's family member called lifescan and alleged that their metr was set to the incorrect unit of measurement. Medical affairs spoke to the patient's family member and obtained/verified teh following information: the patient was testing their own blood sugar. Pt had told their family member that pt was very happy with the low results that they was obtaining for approximately the past 2 months. The patient was taking prandin .5 mg twice daily based on their blood sugar results. If their blood glucose levels were 100 to 120 mg/dl or below, their physician told not to take their medication. The patient had stopped the medication because of the low results. The patient's family member was unable to provide the specific results that the patient was obtaining. One week ago, in the evening, the patient became incoherent. The paramedics were called and the patient was taken to the hospital. The patient's blood sugar at the hosptial was over 300 mg/dl and their blood pressure was "over 300" as well. The patient was diagnosed with a stroke and they were attempting to stabilize their blood sugar while they was in the hospital for 4 days. The patient's family member obtained the meter after the event and discovered that it was set incorrectly. The meter was previously set to the correct unit of measurement. Pt was unable to state if the patient had changed the unit of measurement by mistake or if it occurred spontaneously. The patient suffered a serious injury (hyperglycemia) as a consequence of making treatment decision based on misinterpreted readings on the meter. This case is being reported as an adverse event. No replacement items have been sent. The lfs customer care representative walked the patient's family member through setting the meter correctly.